Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with unspecified symptoms. It was noted that the pacemaker's battery was dead. The device had entered backup vvi mode and could not be interrogated. The system was scheduled for replacement at a later date. No further information was available.

Event description:
New information received on 01/28/2019 indicating that the device was explanted and replaced on (B)(6) 2018. The patient was stable post procedure.

Manufacturer narrative:
The reported even of backup vvi was confirmed in the laboratory and was due to an error. The cause of the error was undetermined.

Event description:
New information reported that the device was removed. No further information was available.